Event description:
A patient contacted the patient services representative (psr) to state that he dropped the device before getting into the shower. He stated that he then tried to insert the battery packs into the monitor and neither would power up the device. The lifecor territory manager (tm) visited the patient and exchanged both battery packs and the monitor.

Manufacturer narrative:
Device manufacturer date: monitor. Battery pack - 10/2007. Battery pack - 01/2008. Device evaluation summary: device evaluations of monitor, two battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional and had no damage to their connectors. They were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient received a replacement monitor and battery packs.